Manufacturer narrative:
An impl tapered scr-v ha 6mm 5.7mm 11.5mm (tsv6h11) was returned for investigation. Visual inspection of the as returned product identified attached crown and a fracture at the collar. No pre-existing conditions were noted on the per. The reported device location was #19 and was used for approximately 5 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63011286). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63011286) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided. PMA/510(k) number: k013227.

Event description:
It was reported that implant was removed due to implant fracture at tooth location 19.